Event description:
The surgeon performed an exchange nail procedure to repair the fracture and replaced the nail.

Manufacturer narrative:
Cause: fwb on a non-union. Corrective action: fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect. Report to MDR.